Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she is trying to fill reservoir and the plunger will not go down. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. No further information was given.